Event description:
Complainant reports that they received an implanted pacemaker. They stated a new one was implanted 14 months later due to an infection. The lead wires are now bad and pt feels that there should be stronger wording to indicate that the lead wire may go bad. Complainant reports that they must have surgery to replace.